Event description:
The customer reported that the central monitoring system (cns) rebooted itself while monitoring tele devices. No patients harm were reported.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) went blue, then the system rebooted itself while monitoring tele devices. This would happen at random times. The device was sent to nk for repair and evaluation. No patient harm was reported. Service requested / performed: repair / evaluation: the reported issue was confirmed. Both hard drives (hdd) were replaced, which resolved the issue. Investigation summary: the overall risk of this event is determined to be medium. The root cause could not be determined based on the available information. One possible cause of the device rebooting is hard drive failure. The issue may occur when the device is unexpectedly shutdown during operation, without going through the proper shutdown sequence. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: ni; serial #: ni.

Manufacturer narrative:
The customer reported that the central monitoring system (cns) rebooted itself while monitoring tele devices. No patients harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: tele devices.

Event description:
The customer reported that the central monitoring system (cns) rebooted itself while monitoring tele devices. No patients harm were reported.